Event description:
The airless rotating adapter came apart during injection at 900 psi. During a left ventriculogram procedure. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: the device has not been returned for evaluation/investigation. A review of the device history record did not reveal any exception documents. Complaint data base was reviewed and found three similar complaints for this lot number. A follow-up report will be submitted when the evaluation is completed. Device history record was reviewed, complaint data base was reviewed. Conclusions: a follow-up report will be submitted when the evaluation is complete.